Event description:
It was reported the patient implanted with this right ventricular (rv) lead presented to the emergency room. Device check was performed with no anomalies noted, however loss of capture was observed later in the same day. An external pacemaker was used and intermittent capture was noted. It was reported the patient blacked out in the emergency room. Subsequently, this rv lead was surgically abandoned and replaced. No additional adverse patient effects reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).